Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarms. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 417 mg/dl at the time of hospitalization. The customer's blood glucose was 185 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 597 mg/dl at the time of incident. The customer stated that the blood glucose reached 600 mg/dl. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.